Manufacturer narrative:
The device was not returned for analysis as it was surgically abandoned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements above 160 ohms. Technical services (ts) was consulted and provided guidance regarding options for this patient, including lead replacement or device reprogramming. Subsequently, this lead was surgically abandoned, and a replacement product was implanted. No additional adverse patient effects were reported.